Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose level was 500 mg/dl. The customer changed the site and cartridge. Tandem technical support was not able to perform troubleshooting as the supplies had been changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.